Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after breakfast while using the ilet system, with a blood glucose value of 252 mg/dl and approximately 5.21 units of insulin on board delivered over the preceding 30 minutes; the user does not announce meals due to a low-carbohydrate diet, and the agent obtained a blood glucose questionnaire and reviewed algorithm and delivery history, with contingency planning for an infusion site change given use of a c/d infusion set. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention. Investigation included review of device data, insulin on board, and education on monitoring, with follow-up confirming a decrease in glucose to 224 mg/dl and trending toward range. Investigation of this case revealed no device malfunction and no confirmed infusion set failure, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.